Event description:
This spontaneous case was reported by an other (lay press) and describes the occurrence of pelvic pain ("crippling pain and was unable to walk") in a female patient who had essure inserted. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (hysterectomy in 2015). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: case received from lay press. The journalist said that he had a woman who had contacted the newspaper describing debilitating health issues which she felt were resulting from the implantation of essure in 2010. She still has health issues, but the hospital has not apparently been able to identify the medical cause of her conditions. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.